Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during the release of a micro-glaucoma filtration device, it shot forward and went into the superior ciliary space. It remains implanted in the patient. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of shot forward and into superior ciliary space during release; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there no other complaints associated with the lot. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There was no information provided about the surgical case and the surgeons use of the applier guidewire to deploy the device and no mention of device or applier failure. Possible root cause is the device positioning that is more posterior than optimal which is an established risk associated with device use and which is detailed in product labeling. The product instructions for use (IFU) also provides instruction regarding positioning devices that are placed too posteriorly. The manufacturer internal reference number is: (B)(4).